Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm that occurred five times in one day. The issue was not resolved with a set change. The blood glucose reading was 541 mg/dl. Customer treated with manual injections. Customer was advised to disconnect and reconnect the reservior and infusion set at the tubing connector and then to verify the connection was secure. He was advised to push insulin slowly through the tubing with the plunger and he reported that insulin did exit. He was advised to run a manual prime and stated that insulin did exit. Nothing further was reported.